Event description:
It was reported that cartridge alarms with consecutive cartridges occurred during insulin delivery. The customer will continue to use the pump until the replacement pump arrives. There was no adverse impact to the customer¿s blood glucose level.